Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 41 mg/dl. The customer reported that insulin pump had crack on clip rail. The insulin pump will be returned for analysis.

Event description:
Customer treated with glucose tablets.

Manufacturer narrative:
The information related to event has been updated in summary and provided in this report.

Manufacturer narrative:
Retainer ring: black. Customer returned insulin pump for alleged cosmetic damage (damaged belt clip rails) on (B)(4) 2021. The insulin pump passed the displacement test. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and broken belt clip rails. In summary, customer allegation for cosmetic damage(damaged belt clip rails) was confirmed during visual inspection where broken belt clip rails was noted.